Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive and required multiple presses to elicit a response; the contrast button was found to be unresponsive, which has no effect on insulin delivery. The down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(6).